Event description:
Same case as MFR report # 3005099803-2008-00672. Same case as MFR report # 3005099803-2008-00681. It was reported that during a "stone retrieval" procedure, guide wire damage occurred. Following cannulation with a plastic cannula, the 0.035 jag precursor guide wire was inserted. Upon withdrawal, the guide wire encountered "severe" resistance while within the cannula. The physician applied force to the device and upon removal noted that the coating was "torn" at an unspecified location on the guide wire. It was also noted that the guide wire appeared to contain "deformation on the coating", however, it was believed that no coating remained inside the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The analysis confirms that a portion of the pebax coating had detached from the distal end of the guide wire. The guide wire damage consists of what appears to be a cut that exposes the core-wire at approximately 1.5cm from the bumper tip. No other defects were noted to the guide wire. The manufacturing records could not be reviewed as the batch number is unknown. The most probable root cause of the distal tip detachment can be attributed to contact with another device.